Event description:
Implant card was received stating that the patient had generator replacement due to battery depletion, unable to interrogate. A manufacturer's battery life calculation confirms that at this time the device is likely dead and the failure to interrogate can be attributed to normal battery depletion. The explant generator was received into analysis however analysis has not been completed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section d7. If explanted, give date (mo/day/yr); corrected data: explant date known and inadvertently not added to supplemental #2 MDR prior to submission.

Event description:
Generator analysis was completed. The generator was returned due to end of service (eos) and this was confirmed in product analysis (pa) lab. The eos status was found to be due to expected generator use and depletion. An open can measurement of the battery voltage confirmed that the battery was depleted. The low battery condition was the result of normal, expected battery depletion based on the manufacturers battery life calculation (blc), electrical test, and bench evaluation. The reported failure to program was also duplicated in pa lab and determined to be the result of normal battery depletion. The device performed according to functional specifications and analysis in pa lab concluded there were no abnormal performance or any other type of adverse condition found. No additional relevant information has been received to date.

Event description:
It was reported that the patient feels worse because her vns battery is dead. It was noted that she has been compliant on all of her medications, however she is bipolar and is aware of her emotional ups and downs. She has suicidal feelings. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient is being referred for a generator battery replacement surgery due to reported "battery depletion," per the neurologist. It was noted that the patient no longer feels the vns "jolt" in her neck. Additionally, the patient reports an increase in depressive symptoms especially "the thoughts". The livanova case manager later observed during a phone call with the patient, that the patient was experiencing voice alterations with stimulation, which indicated that the device may still be delivering stimulation and therefore is not at an end of service status. No known surgical intervention has occurred to date. No other relevant information has been received to date.